Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they had sporadically been getting high results for an unspecified number of patient samples tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 6000 c (501) module - c501. The customer has tried changing all electrodes, tubing, and the ise probe, but they were still getting high results for patient samples. Upon repeat, these samples have normal results. The customer provided data for two patient samples that had erroneous sodium and chloride results. The erroneous results for these samples were not reported outside of the laboratory. The first sample initially resulted with a sodium value of 160 mmol/l, repeating as 135 mmol/l. The initial chloride result was 115.6 mmol/l, repeating as 93.4 mmol/l. The second sample initially resulted with a sodium value of 152 mmol/l, repeating as 140 mmol/l. The initial chloride result was 110.2 mmol/l, repeating as 99.9 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The sample probe was changed twice. An ise performance check was performed and precision studies were performed; all results were very good. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Upon review of the calibration data, the data does not indicate an ise unit related issue. A mis-sampling of the patient samples most likely took place. This can occur with samples of poor quality as debris/clots in the sample may be aspirated together with the sample or the outside surface of the probe could be contaminated with material causing a higher volume of sample to be pipetted. No further issues were reported by the customer after the service activities took place.